Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, mobility. Good healing for the remaining 3 implants. Possible load due to prosthesis. Possible connection mobus p. Patient wears full denture in the upper jaw. Due to good primary stability, non-submerged healing took place. The prosthesis was ground out.